Event description:
It was reported that the ventilator had a high tidal volumes and high minimum ventilation. The patient involvement was unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our filed service engineer (sse) investigated the ventilator on site. It was reported that the ventilator alarmed for high tidal volume and high minimum volume. The conclusion is that the reported problem was solved by replacing the expiratory channel connector printed circuit board (pcb). Performed pre-use check. Unit passed all functional and safety tests per factory specifications. The ventilator was returned to the customer and cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).